Manufacturer narrative:
Continuation of concomitant products: 31003301 tissue valve, implanted: (B)(6) 2005; addr01 ipg, implanted: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a single instance of undersensing. The lead remains in use. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ra lead was adapted to be bipolar. The ra sensitivity was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted there was chronic high atrial capture threshold. It was further reported that there was atrial undersensing on the presenting electrograms (egm).